Manufacturer narrative:
The service engineer was in the process of replacing some old printed circuit boards when a fuse blew. He failed to fully discharge the capacitors before working on internal circuitry as explained in the manual and the resulting shock caused the reported injury. This injury was not a result of a device malfunction but a failure of the service engineer to observe proper electrical safety techniques and warnings. Conclusion: service error caused the event. In our review of this event there was some uncertainty as to whether the reported injury fit the FDA definition of serious injury. We take all injuries seriously and felt it was better to report this event than not.

Event description:
The event happened to a service engineer not a patient. With the x-ray generator turned off, the service engineer was removing debris from a blown inverter fuse and received an electrical shock as he made contact with the dc rail with his hand. The reflex from the shock caused his hand to pull back and make contact with a sharp object within the generator housing cutting his hand. He went to the hospital, was treated for the cut on his hand and released the same day.